Event description:
The patient reported he had an elevated blood glucose level this morning. He stated he did not know how high it was as he currently does not have a blood glucose meter with test strips but he knows how he feels when his blood glucose is over 600 mg/dl and that's how he felt this morning. He stated his only symptom was frequent urination. During troubleshooting, the patient stated his insulin infusion headset had been in for 1 week. The patient was advised to change his headset every 3 days and the tubing every 6 days as recommended in the labeling. The patient was advised to change his headset as soon as the call ended. On follow up, the patient stated his blood glucose levels were better. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.